Event description:
The customer observed discordant, unexpected vitros phenytoin (phyt) results predicted from a single patient sample tested on two different vitros 5600 integrated systems. Patient: 13.5 ¿g/ml vs. 10.8 ug/ml. The investigation was unable to reach a definitive conclusion as to whether the result of 13.5 or 10.8 ug/ml was consistent with expectations for the patient. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The vitros phyt result of 13.5 ¿g/ml was reported from the laboratory and that result was not questioned when initially reported. No corrected report was issued and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that discordant, unexpected vitros phenytoin (phyt) results were predicted from a single patient sample tested on two different vitros 5600 integrated systems. The investigation was unable to determine a definitive root cause. An instrument issue affecting the initial vitros phyt result or improper pre-analytical sample processing and handling cannot be ruled out as potential contributing factors. The root cause of this event is unknown.